Event description:
The reporter states the screw broke. The broken portion remains in the pt. The reporter states there was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh suggests that this event would not be associated with the device but rather would be related to user technique.